Event description:
It was reported that the wire fractured. A rotawire was selected for use in a rotablation procedure in conjuction with a rotablator rotalink plus 1.25mm burr. During preparation for the procedure, the physician attempted to advance the rotawire through the burr but the wire fractured. The physician noted that the wire felt rough and brittle. No other information is available regarding the patient condition or resolution of the procedure.